Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient experienced complications from a cannula insertion on (B)(6) 2024. On (B)(6) 2024, a nurse assessed the patient's abdomen, noting redness, warmth, and hardness in the lower left quadrant. The patient received antibiotics at the emergency department and was prescribed oral cephalexin. The healthcare team decided to switch to 9 mm cannulas. The previous cannula site was clean, and the old cannula was kept in place as per medical direction. The patient was stable at the end of the visit. No further information was available.